Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (unknown concentration, dose, and lot number) in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced a lack of effect. It was unknown if an environmental/external/patient factors contributed to the issue. A dye study was performed on an unknown date. The hcp was able to aspirate the catheter, but injecting dye was difficult. Some dye was able to be injected and showed the catheter was intrathecal. The patient was referred to a surgeon to replace the catheter. Surgical intervention was planned, but not yet scheduled. The issue was not considered resolved as of 13-may-2016. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.